Event description:
It was reported that the anesthesia system failed the safety valve test during sco. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The system was investigated by our distributor. According to the received information the distributor performed preventive maintenance and the anesthesia machine is in working condition. There is no information on replacing any parts. Evaluation of the received logs and information confirms the reported safety valve failure and also the auto/man ventilation leakage test failure during system checkout. The log shows that there was more than 2.5 years since the last preventive maintenance had been performed. This preventive maintenance is to be performed every 2 years. Our conclusion is that the reported failure was solved by performing the preventive maintenance.

Event description:
Manufacturers ref: (B)(4).